Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: visual inspection of the returned product found the lens was broken into pieces. The nozzle was cracked and one of the lens piece remained at the nozzle. Volume of used viscoelastic material appeared to be enough. When reviewing surgical video, it appeared like insertion depth of nozzle tip was not enough and slit area was at incision area. This prevented the nozzle inflates to eject the lens but over pressure caused nozzle crack and lens crack. It is more likely that the surgeon did not insert nozzle 4.0mm or more as it is instructed in IFU. Claim # (B)(4).

Event description:
The reporter indicated the surgeon did not feel any irregularities when pushing the rod by using screw but when injecting a ks-ain aq310ain, 20.0 diopter preloaded injector, it was noted the optical part was found damaged. The lens was removed and the backup lens was implanted within the same surgery. There was no patient injury the implant of the backup lens resolved the issue.